Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported difficulty charging the ins due to the implant location. Pt stated their ins was implanted in their buttock, which made it challenging to find an optimal position for charging and achieving an excellent connection. Pt mentioned that ins charging was taking 4-5 hours because they could only get a good connection last night. This morning they also charged the ins, starting from 80% and they were able to fully charge the battery within about half an hour with excellent connection. However, pt noted that they experienced difficulty in finding the ins. Agent asked, pt stated that this issue started probably a month after the scs was implanted. Troubleshooting was unable to be performed as the pt confirmed that the ins was fully charged during the call. Agent reviewed the troubleshooting steps and instructed pt to follow up with their hcp if the issue persists.